Event description:
It was reported to philips that there were issues with the c-arm. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment/non-emergency treatment. The procedure was completed as planned by. It was reported to philips that the tube overload. Review of the log file shows tube overload error message after few seconds of exposure, confirming the malfunction. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that tube overload was due to patient being of a bigger size / fluoro run time length, not a fault but a system protection to stop damage to the tube. No further information regarding the issue. No service has been performed by philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned without an impact. The issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.